Event description:
It was reported to ge that the x-ray tube mounted on a suspension vi tube hanger descended to the floor. No injury was reported. The cause was failure of a gas spring used for counterbalance. User instructions require a daily check of the locking mechanism, minimizing any chance of injury. In 1999, the supplier was changed and stock was replaced by the new model. The gas spring was replaced at the site with the new model.